Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that she was on her third infusion set. The customer's blood glucose was 533 mg/dl. Troubleshooting was done. The customer expressed drinking and urination as symptoms of her high blood glucose. The customer treated her high blood glucose with a manual injection. Advised customer to run a manual prime, and insulin did exit the tubing. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised customer to call back in order to complete troubleshooting. Nothing further reported.